Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Review of pump data showed that customer had significantly overfilled cartridge, however, customer adamantly denied doing so and loading a new cartridge did not resolve the issue. Reportedly, the customer continued to use the pump for insulin therapy.customer¿s blood glucose level was 92 mg/dl.